Event description:
After use of the device for cardiopulmonary bypass procedure, the user reported that the cable had a hole in it. No other details regarding the nature of the event were provided. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.